Manufacturer narrative:
(B)(4).

Event description:
It was reported that adverse event occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2025 adverse event was reported involving premature deployment of the device during insertion into the patient¿s abdomen. The patient required hospitalization for surgery; however, the type of surgery performed was not documented, nor was any relationship between the surgical intervention and the reported premature deployment described. No additional event details were provided. Follow-up attempts were made to obtain clarification however no further response has been received. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error, a correction was updated on 12/31/2025. It was clarified that the surgery and hospitalization were not related to any dexcom malfunction. There was no allegation against dexcom that contributed to the event. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.